Event description:
A male with metastatic cancer, which had progressed into the bones of the right shoulder, was undergoing treatment for a deep vein thrombosis of the upper right extremity (brachiocephalic). Two successful trellis runs were completed with nearly 100% of the thrombus removed. The trellis device performed as intended and there was no device failure reported. After the trellis procedure, the doctor inserted a diagnostic catheter to perform a venogram. He performed the first venogram close to the subclavian and the vessel looked clean. He decided to do a second venogram and after the second venogram, the patient experienced respiratory distress and then stopped breathing, at which time a code was called and the patient eventually expired. According to the doctor, the cause of death was a probable pulmonary embolism (pe). The doctor further stated that the patient decompensated quickly, due to his poor cardiac reserve to compensate for the pe. The family chose not to do an autopsy. Heparin drip 24 hours prior to the trellis procedure in an attempt to alleviate symptoms (painful swelling of the left upper extremity).